Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead was found to exhibit oversensing noise. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the patient was in an atrial fibrillation (af) arrythmia. Upon review, the presenting egm showed oversensing of the af on the rv and shock channel, which appeared to have lead to inappropriate bursts of anti-tachycardia pacing (atp) be delivered. Further review revealed pacing inhibition of greater than five seconds as well. Ts discussed possible causes with the hcp and recommended for chest xray images. The hcp reported that the device treating physician plans on scheduling a lead revision procedure, however at this time, the physician reprogrammed the rv lead settings. No additional adverse patient effects were reported. At this time, this rv lead remains in service.

Manufacturer narrative:
This report is report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead was found to exhibit oversensing noise. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the patient was in an atrial fibrillation (af) arrythmia. Upon review, the presenting egm showed oversensing of the af on the rv and shock channel, which appeared to have lead to inappropriate bursts of anti-tachycardia pacing (atp) be delivered. Further review revealed pacing inhibition of greater than five seconds as well. Ts discussed possible causes with the hcp and recommended for chest xray images. The hcp reported that the device treating physician plans on scheduling a lead revision procedure, however at this time, the physician reprogrammed the rv lead settings. No additional adverse patient effects were reported. At this time, this rv lead remains in service.